Manufacturer narrative:
Mentor received additional event information that the patient suffered with early-onset seroma, and the patient ultimately underwent replacement with like device, 500cc mentor memorygel breast implant, catalog # 3505001bc, right lot-serial # (B)(6)on (B)(6) 2021 after explantation surgery on (B)(6) 2020. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view measuring approximately 0.5 cm leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. A microscopic examination was performed and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 500cc smooth mentor memorygel breast implant experienced right-sided impaired healing and implant rupture postoperatively. The patient presented with a wound break down on the right side. As a result, the patient underwent explantation without immediate replacement on (B)(6) 2020. Upon explantation, the right-sided implant was found to be ruptured.